Manufacturer narrative:
A ge service representative performed an on site investigation. The monitor was replaced during the service call.

Event description:
It was reported that the stenoscope system had no image on the monitor. No patient injury was reported.